Event description:
It was reported the patient presented for follow-up in clinic after a magnetic resonance imaging (MRI). Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available due to off-label use with the MRI. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.